Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center experienced the following issues: one day everything turned black, another day colorful stripes appeared, and today it has remained in night mode. There were no reports of patient harm.